Event description:
Md attempted to use the clip applier (ref#134048 lot# p7k1535cx) the jaws malfunctioned and would not fire the clips. Md tried to use the clip to quit bleeding, but due to the malfunction actually caused more bleeding. Upon inspection the clips are attempting to fire sideways. Due to this malfunction we opened a new clip applier.

Event description:
Medical doctor attempted to use the clip applier (ref# (B)(4), lot# p7k1535cx) the jaws malfunctioned and would not fire the clips. Medical doctor tried to use the clip to quit bleeding, but due to the malfunction actually caused more bleeding. Upon inspection the clips are attempting to fire sideways. Due to this malfunction we opened a new clip applier.